Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. All components were removed and replaced. A hole in the tubing of the explanted prosthesis was identified. No patient complications were reported.